Event description:
Smiths medical has been notified of an event that the cuff pressure decreased and the tube came off the pt after unknown hours in use. The device was checked before use. Whether forceps were used or not is unknown. Tube was replaced and no adverse outcome. Event occurred in other country.

Manufacturer narrative:
Results evaluations (other): investigation: evaluation of the returned complaint sample did not confirm the customer observation of leakage from the cuff. Upon receipt of the complaint sample smiths medical tested for leakage as follows: the cuff was inflated to 40cm h2o and inspected, without incident. The product was left inflated for 12 hours and re-inspected without evidence of deflation. Finally, the cuff was further inflated to 80cm h2o and immersed in water. Again without evidence of leakage. A further examination of the device found no evidence of damage to the tracheostomy flange. A review of our complaints history confirmed this to be the first complaint of this nature for the two possible lot numbers and only the second complaint of this nature for this product code during the past five years. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: in light of the absence of any manufacturing error detected, we can only surmise that the tube was almost extubated from the tracheostomy soma as a result of a combination of the following: the tracheostomy tube was insecurely fastened with the supplied tapes. The cuff was not inflated. Any degree of inflation would have prevented the cuff from passing back through the stoma. This report has been logged for trending.